Manufacturer narrative:
One used list# ia-c3300, microclave¿ connector was returned for evaluation. As received an unknown solution residual and a partial coring on the seal was observed, no mating device was returned for evaluation. The microclave was tested as procedure and no leak after the test was observed. The microclave was dissembled and an unknown internal residual and partial coring on the top of the seal was confirmed. No additional damage or anomalies were observed. Complaint of leaks can be confirmed. Even though a unknown residual outside the threads and inside the blue body was observed, without the returned used mating device, a probable cause cannot be determined. A device history lot # review could not be conducted because no lot number(s) was/were identified. D4: only di provided as lot number is unknown.

Event description:
The event involved a microclave¿ connector where it was reported several drops of blood were found on the bed sheet during blood transfusion. A peripherally inserted central catheter (PICC) was inserted into the left upper of the arm of the patient and this product was placed (or indwelled). It is unknown whether or not this product was subsequently replaced with another one. There was leakage of transfused blood between the blue silicone and the transparent plastic part of the blue cap. The event occurred during use on patient for 20 days. A healthcare professional became aware of this event during medical treatment. There was patient involvement, no delay in therapy, no adverse event and no one was harmed as a result of the reported event.